Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the ventilator, and verified the customer reported malfunction. The fse replaced the lower liquid crystal display (lcd) panel, which resolved the issue. Additionally, the fse performed the annual preventive maintenance (pm). The unit passed all tests, and it was operating within the manufacturing specifications.

Event description:
It was reported that during patient use, the ventilator's lower display became blank. Although requested, it is unknown if the patient was transferred to another ventilator. There is no report of death or serious injury associated with this event.